Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed: cassette not attached properly". To further investigate, a functional test was performed. Customer reported problem was duplicated. Pump was found to be displaying "cassette not attached properly" issue alarm message during the investigation. The downstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming cassette not attached properly during testing. No adverse patient effects were reported.